Manufacturer narrative:
Final analysis found the lead was returned in two pieces. Normal lead characteristics were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise for over a year and a half for which clinicians attempted to program around. It was suspected the lead was fractured and was explanted and replaced on (B)(6) 2018. No patient symptoms were reported.